Event description:
Rn (registered nurse) primed blood tubing with normal saline for administration. During preparation, tubing broke at spike - appears that tubing became dislodged from spike. Blood tubing found defective when prepping line with normal saline; line broken between connecting part of the filter and tubing. Issue identified by rn prior to use; no patient harm.